Event description:
It was reported by service report that both toprails would not latch due to broken spindle spacers. The customer reported that they did not now if there was pt involvement or if there were adverse consequences to report.